Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with broken battery contact. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. The customer's reported problem of lcd bleeding was duplicated during the visual inspection. However, the reported problem of lec 1660 was not duplicated at power up. According to the investigation faulty lcd was the caused of the reported problem. Investigation replaced the pump faulty lcd to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1660" alarm and experienced lcd bleed. No reported adverse effects.